Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Reported event was able to be confirmed by the review of x-rays. Radiographs review confirmed superior and lateral subluxation of the femoral head component with respect to the epicenter of the acetabular component, most commonly related to polyethylene liner wear. No further evaluation was possible. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # unknown / unknown head / lot # unknown. Part #unknown / unknown stem/ lot # unknown . Part #unknown / unknown cup/ lot # unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01614.

Event description:
It was reported patient has been indicated for revision surgery due to unknown reason. However, no revision has been reported to date. X-rays were reviewed and indicate that the patient experienced superior and lateral subluxation of the femoral head most commonly related to polyethylene liner wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565-2020-01495.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565-2020-01495.